Event description:
Doctor reported events of: "local allergic reaction characterized by facial swelling, redness, and itchiness approximately 48 hours postinjection" from journal article, "case study of dermicol-p35 used in patient with past hypersensitivity to crosslinked bovine collagen dermal filler", american society for dermatologic surgery, inc., dermatol surg; 2010; 36:825-827, wiley periodicals, inc.

Manufacturer narrative:
(B) (4)